Event description:
Information received indicates loose pins on the communication cable are causing the nurse call to not work.

Manufacturer narrative:
The technician repaired the loss pins on the communication cable, and installed a cable saver to repair the bed.